Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A technician reported an intraocular lens (iol) was exchanged due to the patient experiencing cloudy vision. Additional information was received from the technician which indicated that following the initial iol implant, the patient experienced waxy vision. A yag laser procedure was performed, but there was no improvement in the patient's vision; therefore, the lens was exchanged. Additional information from the technician indicated the patient was experiencing blurry vision prior to the lens exchange. Additional information has been requested.